Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va0w90t, implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
It was reported that patient had a loss of therapy. Patient indicated that the first couple of days, she used the same pad all day, but yesterday she changed it 2-3 times, back to the same frequency as prior to implant. She was implanted on (B)(6) 2015. Patient was wondering if was okay for pp (patient programmer) to be off. The implant site was red and bigger than when she left the hospital. Patient was to monitor symptoms. Indications for use included urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.